Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire returned inside the retrieval sheath. It is possible to observe that the spring tip is slightly bent. Besides, two (2) kinks were found on the wire at 40cm & 1.10m from the proximal tip. Dimensional inspection of the device was performed and were within specification. Sheathing and unsheathing test was not performed since the wire was returned inside the retrieval sheath.

Event description:
It was reported that device could not be recaptured into the sheath. A 190cm filterwire ez was selected for use during a stenting procedure. The filterwire was attempted to be recaptured as the device needed to be repositioned. The filterwire could not be recaptured back into the sheath. The device was withdrawn together with the sheath. No complications reported.

Event description:
It was reported that device could not be recaptured into the sheath. A 190cm filterwire ez was selected for use during a stenting procedure. The filterwire was attempted to be recaptured as the device needed to be repositioned. The filterwire could not be recaptured back into the sheath. The device was withdrawn together with the sheath. No complications reported.